Manufacturer narrative:
Additional information has been requested. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported a patient with dry eyes and minimal improvement in visual acuity at three week lasik enhancement post-operative visit. At visit patient complained of "pain in both eyes from time to time". Additional information has been requested. This report is for the right eye, and additional report will be filed for the left eye.